Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).

Event description:
The customer reported the radical-7 and radius vsm were "reading higher than secondary pulse oximeter used and seems to be over reading. Patients who have known desaturations (due to pulmonary fibrosis), remain within normal limits on masimo, however desaturation noted on other devices." There was no patient impact or consequence reported.